Event description:
It was reported by the patient that one of the leads was loose or broken. The clinic confirmed that the right ventricular lead was replaced due to high impedance and failure to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.